Event description:
It was reported that a PICC was placed in radiology. When the pt was visible, it was noted that there the PICC wouldn't aspirate. Whilst flushing saline leaking under dressing, removed dressing and end connector in place but no PICC line visible from end connector. PICC migrated into pt. Pt blue lighted into hospital, there the radiologist was unable to snare out. Pt to be transferred to another hospital to have PICC removed. End connector was returned with pt inspected by radiologist and then discarded as deemed intact.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexf1936 showed to other similar product complaint(s) from this lot number.